Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reason. No additional adverse patient effects were reported. Additional information received which indicated that the pace or sense pin of the rv lead was surgically abandoned. A new lead was implanted.